Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set tubing detachment on 5 days of use. Infusion set came loose at the time of sleep. Infusion set was placed in right abdomen. No further information was available.